Event description:
It was reported to philips that the c-arm movement failure was due to a railcovering control side issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the railcovering control side (railcovering control side) and restored the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).